Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that symptom events appeared to be atrial fibrillation. However no auto atrial fibrillation episodes were detected and it was hard to distinguish p-waves versus atrial fibrillation. Device remains implanted and will be monitored. Patient was stable.